Event description:
It was reported that t wave oversensing was observed after implanting left ventricular lead. The oversensing was observed on the iegms. Programming changes were made successfully.

Manufacturer narrative:
All information provided by manufacturer. No medwatch form was received.